Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with stage 1+ of diffuse lamellar keratitis (dlk) at a 1 day post-operative exam on the left eye (os). The dlk was noted inferiorly in the peripheral flap interface. Topical steroid dosage/taper increased was used to treat the patient. There was no loss of best corrected visual acuity (bcva) loss. The surgery center reported the dlk symptoms were resolved. Bcva from (B)(6) 2016, right eye pre-op 20/20 -4.00 x .00 x 90, left eye pre-op 20/20 -4.25 x -.25 x 135. Uncorrected visual acuity (ucva) from (B)(6) 2017, right eye post-op 20/20, left eye post-op 20/20.